Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unclear on the process of changing the cartridge. Reportedly the customer¿s blood glucose (bg) level was "high"; although specific value was not provided. Due to the customer not completing the cartridge change process and reverting to manual insulin therapy. Elevated bg was address by a manual insulin injection.